Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of fluid discharge is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating properly. A magnetic resonance imaging (MRI) revealed thinning at the left base of the penis, which prevented adequate expansion of the cylinder. The device demonstrated insufficient axial rigidity, bending in the middle and rendering the penis nonfunctional. The patient also experienced fluid discharge. The device remains implanted, and a procedure is scheduled to address the issue. No further information was provided.